Manufacturer narrative:
Philips has investigated this complaint. Philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to power on. While using system for coronary artery surgery issue occurred, customer restarted the system again to continue the surgery. The surgery was delayed for 5 minutes. Fse confirmed that the issue is system c-arm cannot move intermittently and found ipc was not starting properly. To resolve the issue fse re-plugged the memory board and system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It was reported to philips that intermittently the c-arm could not move. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation of this complaint.